Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had to be removed and replaced due to the ins battery not functioning "about a year after implant". The patient did not have any additional information. No symptoms were reported. No further complications were reported/anticipated.